Manufacturer narrative:
Lead 5076-45, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to their clinic complaining of neck and throat discomfort. Non-invasive imaging and venogram of the upper extremity revealed severe stenosis of the left brachiocephalic vein. Angioplasty of the affected vein was completed without complications. The patient's implanted system remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.